Event description:
Vizigo sheath was inserted into the patients body and it was discovered that the sheath was cracked at the side port. The patient was not harmed. The sheath was removed and replaced with a new vizigo sheath. Manufacturer response for vizigo sheath, (brand not provided) (per site reporter). Replacement requested.